Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. It was noted that during the procedure, the proximal end of the taxus express2 atom 2.25x24mm stent appeared frayed. No pt complications were reported and the procedure was completed with another of the same device with a good outcome.